Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device reported an unexpected av delay of 25 ms occurring sporadically. This is not the programmed av delay. The device remains in use. No patient complications have been reported as a result of this event.